Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2, e3, and g2 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus 4k autoclavable camera head was losing its image during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the cable did fail the leak tested on the video scope connector. Additionally, the rubber part on the rear cover packing was peeling off. If additional information becomes available following the device evaluation, a supplemental report will be filed.